Event description:
The reporter called regarding abbott cardiac pacemaker. The reporter's daughter had the pacemaker implanted on (B)(6) 2023. The manufacturer did not provide any guidelines or information regarding implant to the reporter. The daughter had several complains regarding shortness of breath and syncope multiple times. She also mentioned to her mother that the pacemaker is not clicking. On (B)(6) 2023 the reporter found her daughter on floor, passed out and head bleeding injury. The emergency medical service personnel informed the parents about daughter having a heart attack. The electrocardiogram showed tachycardia, ventricular tachycardia and the pacemaker was not functioning. No autopsy done and the implant was not explanted.